Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were sticking of the insulin pump and had a code. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries, had random no delivery, battery last less than seven days and insulin pump was slower to rewound. The insulin pump will not be returned for analysis.